Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing inaccurate cgm readings the day after inserting a new sensor in the arm. The patient uses a tandem t:slim insulin pump in a modified closed-loop system and was experiencing symptoms of malaise and headache. At the time, the cgm displayed a value of 138 mg/dl, while a blood glucose meter (bgm) reading showed 200 mg/dl. The patient attempted to calibrate the cgm, but the reading did not update. She did not treat symptomatic hyperglycemia and later presented it to the hospital when her bgm reading reached 400 mg/dl. The cgm reading at that time was not documented. In the emergency department (ed), the patient was administered 204 units of novolog. Prior to sensor removal, a comparison showed reading of 216 mg/dl and a bgm reading of 182 mg/dl. At the time of the report, the patient remained hospitalized and had just inserted a new dexcom g7 sensor, which was in the warm-up phase. She reported feeling fine and was expected to be discharged on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm, which is off-label usage of the device, on 09/05/2025. On 09/05/2025, the patient reported experiencing inaccurate cgm readings the day after inserting a new sensor in the arm."

Event description:
The sensor was inserted into the arm, which is off-label usage of the device, on 09/03/2025. On 09/03/2025, the patient reported experiencing inaccurate cgm readings the day after inserting a new sensor in the arm.